Event description:
Notes from the hill-rom technician. Repair: during pm bed exit feature would not alarm when turned on nor would red led light up. Cause: determined to have a defective bed exit pc board. Solution: replaced board with new one. Bed exit alarms properly. Led comes on. No pt on bed. No safety incidents.